Event description:
It was reported that during preparation of a 3.0x23 rx xience prime stent delivery system, the stent implant was confirmed to have moved on the balloon but was not loose on the balloon. The device was not used and there was no patient involvement. The procedure was performed using a new xience stent delivery system. There was no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.